Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and treatment of bladder and bowel issues. It was reported that therapy didn't seem to be helping with symptoms as the trial did. Patient was not sure they were having 50% improvement, they kept having bladder and bowel issues. Patient said that they didn't feel the stimulation sensation all the time and when they do feel it, it was too high so they turned it down. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue. Patient had an appointment on (B)(6) 2025. Patient reported urinary symptoms and bowel symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.